Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was liquid on tip of plunger with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no: 302995, batch no: 9035912. It was reported the syringes have excess silicone lubrication on the tip of the plunger and the customer is unsure if these are safe to use on patients.

Manufacturer narrative:
Investigation summary: three 10ml syringes in fully sealed blister packs confirmed to be from batch #9035912 (p/n 302995) were received and evaluated. In all three syringes there was the normal and expected amount of silicone per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Root cause not defined since defects were not confirmed in samples/photos received. No corrective actions recommended since product defect was not confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that there was liquid on tip of plunger with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: material no.: 302995 batch no: 9035912 it was reported the syringes have excess silicone lubrication on the tip of the plunger and the customer is unsure if these are safe to use on patients.